Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® voluma¿ with lidocaine. After the injection the patient went to another doctor, who sent documentation referring to having injecting the patient with an unspecified dermal filler and performed radiofrequency. The patient denied any other injections. The patient experienced ¿granuloma¿ and ¿hardened nodules (without signs of inflammation)¿ on the lips and in the mandi mandibular regions, with the largest nodule in the right mandibular region. The patient visited a dermatologist, who prescribed cephalosporin antibiotic for one month with no improvements. The patient returned with the injector, who requested general examinations that resulted in ¿all normal.¿ an ultrasound was performed by a radiologist, who suggested nodules compatible with pmma. The patient was also undergoing dental caries treatment. The patient did not consent to a biopsy and was treated with injectable corticosteroids only to the larger mandibular nodule. The event is ongoing.